Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, upon power up, the device did not confirm the issue on the device. A "vent inop" code was found in the ventilator's downloaded error log. There were no parts replaced on the device for this issue. Additional findings not related to the malfunction/issue, the blower and flow sensor were heavily contaminated causing the device to fail the internal flow verification while it was on the test station. The blower and flow sensor were replaced on the device. The device was re-tested and passed all tests.